Event description:
It was reported that this right atrial (ra) lead exhibited an out of range pacing impedance measurement greater than 3000 ohms, with a prior measurement of 1134 ohms noted approximately one year earlier. The patient's cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) and replacement was planned; therefore, the physician indicated plans to replace the ra lead, likely surgically abandon the existing lead and implant a new ra lead. As of the time of reporting, this ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.